Event description:
The endoscope sheath, reusable, was returned to the service center with a report of 'repair request'. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, ceramic tip broken off partially at the tip was found. There was no patient involvement.

Manufacturer narrative:
Olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.